Event description:
It was reported there was a programmer error when attempted bootup. The service disk would not connect. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. It was also noted that the upper case lens was broken, and the label was missing the laminate. Product ID: 2090 programmer. (B)(4).